Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a foreign object in huber needle pouch. The huber needle was not used on the patient. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object inside the infusion set packaging is unconfirmed because no foreign object was found inside the packaging. One unopened 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set showed no obvious foreign material inside the packaging. Upon opening the packaging, nothing remarkable was observed or found throughout the device or the device packaging. A functional test of attempting to flush the infusion set with water using a 12 ml syringe revealed no foreign objects were observed exiting the device. Because no foreign material was found in the device packaging, this failure was determined to be unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material inside the infusion set packaging is confirmed because foreign material was observed inside the packaging of the device in the returned photograph. One unopened 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. One photograph of an infusion set in sealed packaging was returned for evaluation. An initial visual observation of the returned infusion set showed no obvious foreign material inside the packaging. Upon opening the packaging, nothing remarkable was observed or found throughout the device or the device packaging. An initial visual observation of the returned photograph showed a blue, foreign object inside what appeared to be sealed packaging of an infusion set. Because foreign material was observed inside the packaging of the infusion set in the returned photograph, the complaint of foreign material inside packaging is confirmed and was determined to be related to the manufacture of the device. It is possible that the foreign material observed in the submitted photograph was lost when the returned package was opened. This complaint will be recorded for future trending and monitoring purposes.